Event description:
This is a spontaneous case report received from social media by female consumer of unspecified age in united states on (B)(6) 2014 who essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that she was having a partial hysterectomy at (B)(6) years old because the coils migrated into her uterus. Result and assessment of the product technical complaint investigation received on 28-nov-2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Follow-up information received on 25-nov-2014. New reporters were added. The consumer stated that she was headed to the hospital for her lavh (laparoscopic assisted vaginal hysterectomy). Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and stated she was having a partial hysterectomy because essure coils migrated into her uterus. This event was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, based on the available information and due to lack of alternative explanation, causality between the reported event and essure use cannot be excluded. Since partial hysterectomy was reported this case was regarded as incident. A product technical analysis was unable to perform an investigation of the actual device involved in this complaint since no product was returned for investigation. No batch number was reported therefore review of the manufacturing batch record was not possible. The technical assessment concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up will be pursued since this is a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
On 23-jan-2017: events were added: heavy bleeding, pain, back pain, and headaches. Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and stated she was having a partial hysterectomy because essure coils migrated into her uterus and she presented heavy bleeding. Both events are serious due to medical importance and anticipated according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, based on the available information and due to lack of alternative explanation, causality between the reported event and essure use cannot be excluded. Regarding event heavy bleeding, genital bleeding may occur during essure use.,therefore a causal relationship cannot be excluded. Since partial hysterectomy was reported this case was regarded as incident. A product technical analysis was unable to perform an investigation of the actual device involved in this complaint since no product was returned for investigation. No batch number was reported therefore review of the manufacturing batch record was not possible. The technical assessment concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up will be pursued since this is a social media case.